Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat osteoarthritis with a mild varus deformity and significant medial compartment wear. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received right knee revision to treat pain secondary to loosening of the tibial tray. Upon entering the joint, the surgeon confirmed tibial tray loosening at an unknown interface. The femoral component was well-fix but revised. The surgeon notes there was a large cyst in the posterior distal portion of the femoral condyle. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.